Event description:
It was reported the plus key was stuck. After the button was unstuck the amplitude would increase and decrease when the plus key was pressed. A new programmer was sent to the patient. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.